Event description:
It was reported that pump displayed malfunction alarm code and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted customer with resetting pump, confirmed alarm did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction returned, which customer acknowledged and understood.